Event description:
A malfunction was reported on the pump by the caller. The issue caused the customer¿s blood glucose to exceed the normal range, displaying a "high" reading, though the specific value was unknown. As a corrective action, the customer used a manual injection to address the high blood glucose. Technical support provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.